Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer did not perform the air removal step of the load process. Tandem technical support educated customer on cartridge/insulin labeling. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.